Event description:
It was reported that patient presented in-clinic with high hv lead impedance. The ICD went into backup vvi mode during dft testing. The ICD was explanted and replaced and the lead was capped. The patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported backup vvi mode and high hv lead impedance were confirmed in the laboratory. Upon receipt, the device was in backup vvi mode. The device was tested on the bench and high hv lead impedance was observed. X-ray inspection identified a broken can wire which caused the reported high hv lead impedance and caused the device to go into backup vvi mode.